Event description:
In 2004, the perfusionist contacted the MFR and reported that when they unplugged the dual drive console in preparation for transport out of the o.r. Following bi-vad implantation both modules lost power and the vads stopped pumping. The driver was plugged back in and the pumps re-started. The pt was transported to the ICU using the hand pump bulb-syringes. Upon arriving in ICU, operator unplugged once again to see if driver would function on battery - this time the lvad continued to function, the rvad module lost power and it ceased to function. It was suggested that the center switch the pt to portable driver operation either for temporary support, the center refused.